Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported by a patient's friend or family member that the patient's pump "went flat and quit" in 2016 and needed to be replaced. The caller did not know the reason why the pump quit. They did not know the event date, managing health care provider (hcp), or what medication was in the pump. No patient symptoms were reported. No further complications were reported.